Manufacturer narrative:
Product analysis results: visual and microscopic inspection confirmed the mas connector is broken at approximately the base of the connector hex head. The threads of the screw appear to be damaged to the removal process. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical and microscopic examination of the fracture surface appears to emanate from damaged portion of the hex with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, 510k # k082728, UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fixation due to cervical trauma. Intra-op, during the final tightening of the crosslink locking screw, the hex part of the crosslink set screw was broken. The overall procedure was delayed by less than 60 mins. No fragment of the implant were remaining in the patient. There were no patient complications reported as a result of this event.